Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to have been discarded. Based on the information received the cause cannot be conclusively determined; however, patient factors and surgical technique may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the original reason for the procedure was due to calcific aortic stenosis. The bleeding was reported to be caused by the suture tearing through as it was tied. It was not pledgetted. The issues were reported to be normal, and the area was inspected and thought to be okay prior to closing the aortic root. Whether excess hypertension occurred in the intensive care unit (ICU) post operatively is unknown but may have added to the development or atrioventricular dehiscence.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. In rare occasions during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the patient had to return to surgery to repair the aortic injury and control the bleeding cause by the dehiscence. Based on the information received the cause cannot be conclusively determined; however, patient factors and surgical technique may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 23mm aortic pericardial valve was explanted on post-op day 0 and replaced with a model 21mm aortic pericardial valve. Per the operative note report received, the patient had undergone a routine aortic valve replacement and began to bleed while in the intensive care unit (ICU). Her bleeding did not respond to blood factor replacement so she was returned to the operating theatre with stable hemodynamics. At reopening of the sternotomy, there was bleeding coming from the aortic root posteriorly, from the av junction. Having explanted the aortic valve, a suture had torn through just below the left-coronary commissure causing a fistula to form into the myocardium in the av groove which have ruptured through the dome of the atrium. There was partial dehiscence in the three or four sutures to the right of this, possibly caused by attempts to tamponade this prior to the establishment of bypass. The patient's hemodynamics became unstable prior to being placed on cardiopulmonary bypass. No other details were provided.